Event description:
While attempting to defibrillate a pt (age unknown) in cardiac arrest; the device failed to dischage. Complainant indicated that the pt was "a little diaphoretic" and was attached via defib pads. The pads were removed, the pt's skin was dried, the defib pads were then readhered to the pt. However the device failed to detect an ECG rhythm, displayed a "poor pad contact" message and powered off inappropriately. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse affect to the pt due to the reported malfunction.